Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 device where it was reported that the pump switched to battery then shut off. The nurse called for a new pack of pump stat for cvicu b702 as the pump crashed at once, the patient was in cardiogenic shock and on multiple infusions. The nurse indicated that the pump lost integration and turned itself off. It was added that in the mar report several meds were restarted at the end of the 10am hour which correlates with the disassociation times. Device history log has been provided. The rows in the table showed that the event happened at 10:33. There were no alarms of ¿warning: charger service¿ but there were multiple warnings in the morning to replace the battery. At 10:32 it switched power to battery and then back to ac between 10:32:50 am and 10:32:51 am. The pump was infusing dexmedetomidine ( premade) the concentration was 400 mcg/ml routed to IV line a, pump settings was 0.4 mcg/kg/hr and order setting was 0.4 mcg/kg/hr. The device was programmed pump rate change at (B)(6) 2024 1029. The pump did not sound an audible tone prior to powering off and alarm message noted on the display. There was patient harm as the critical infusions were stopped abruptly, the patient was unstable. There was a delay in therapy as the critical infusions due to the pump stopping abruptly. Medical intervention was required, the patient shocked out of ventricular tachycardia later that afternoon. The patient was critically ill in cardiovascular intensive care with cardiogenic shock. The pump was on a large pole with a power strip and the power strip was plugged into the wall (ac power). It is unknown if the charge indicator lit up when the device was plugged into ac power. The patient did expire, the patient death will be reported under 9615050-2024-00335.

Manufacturer narrative:
Investigation summary: on (B)(6) 2024, ICU medical service downloaded the cda logs from device serial number: (B)(6) (list number: 30010-04-05) and sent them to r&d for analysis. This was one of the 6 devices involved in the event. The device was received with software version 15.20.1.8 installed. ICU medical service plugged the device into ac power and observed that the ac power light illuminated, indicating that the device was receiving ac power and charging the battery. The original device battery, a panasonic, was recharged for a minimum of 8 hours. According to the technical service manual (tsm), the typical operating time for a new and fully charged battery is 7 hours when infusing at a rate of 25 ml/hr. After fully recharging the battery, ICU medical service programmed the device to operate for the typical duration expected for a new and fully charged battery. The device ran for 7 hours until the battery was depleted. It also audibly alarmed with "low battery" and "depleted battery" before powering down. The device powered off correctly, indicating that its power management system is functioning properly. After reviewing the ICU service records: it was found that the battery was not replaced by ICU medical on the following dates: sr#: 370932 on (B)(6) 2019 was created for fc038 for upgrading the software. Sr#: 507008 on (B)(6) 2019 was created for fc040 for upgrading the software. Sr#: 777272 on (B)(6) 2020 was created for a damaged fluid shield. Sr#: 1612374 on (B)(6) 2022 was created because the device failed distal occlusion pvt test and the mechanism was replaced. The panasonic battery installed on the pump was not the original one from the manufacturing in 2016, as the original had the lot number: 151211a. The replacement battery on the pump had the lot number: 201020a, which indicates that it was replaced by the customer and was 2 or more years old. After reviewing the customer¿s in-house service history: there was found to be one service entry into the customer in house service repair history that was relevant to the complaint. Service event#: 338847 on 06/25/2019 was created for a service battery alert. Resolution: reset battery--charged--inspected--tested--passed--returned to central. Service event #354941 on 01/02/2020 was created for broken guard by the cassette. Resolution: pump dropped off from liberty--inspected--broken fluid shield--sent to ICU med in-house to repair. Service event # 355673 on 01/20/2020 was created for damaged fluid shield. Resolution: inspected--lip on fluid shield broken--sent to ICU in ivf to repair--received back repaired by ICU med--inspected--tested--passed¿reprinted labels/tags as needed--returned to central. Service event # 472985 on 01/29/224 was created for called was told that the device wasn't working. Resolution: picked up--inspected--damaged a/b label--print label--tested--passed--could not duplicate--returned to central ICU medical service was unable to confirm the issues reported by the customer regarding the device shutting down on ac power or receiving a "warning charger service" message. Although the warning charger service was noted in the event logs alarms, it could not be replicated. We could not confirm the customer¿s complaint of the device not audibly alarming with low battery or depleted battery before shutting down. The device passed the alarm loudness pvt test and audibly alarms with both low battery and depleted battery before powering down. R&d event log analysis: 19/03/2024: 10:00:32 = power update: power switched to ac main. 10:29:03 = line a infusion started with vtbi: 44.5 ml and rate: 8.8 ml/hr. Duration: 5 hrs. 4 mins. 10:33:48 = service charger alarm. 10:37:12 = power update: power switched to battery. 10:37:27 = power update: power switched to ac main. 11:01:24 = line a infusion stopped by user after infusing 4.8 ml over 32 mins 21 seconds; volume remaining: 39.7 ml. O line a: actual infusion time 32 mins 21 seconds @ 8.8 ml/hr. = 4.8 ml expected infused volume. Delta 0.0 ml over 4.8 ml = 0.00% (within delivery accuracy tolerance 11:02:50 = power update: power switched to sleep mode. Engineering summarizes findings: serial number: (B)(6), by on (B)(6), infusions were going on in the device, when we got service charger/ replace battery alarm. By 10:37 between a gap of 5 seconds, the device switched to battery and after 15 seconds the device switched to ac main. After this the infusion stopped or completed as expected and was put to sleep mode by user. Engineering evaluates that: serial number: (B)(6). According to technical service manual document (tsm), service charger alarm occurs when battery or charger did not respond to charger voltage pin state (vfloat). It is a low priority alarm and does not stop the infusion. There were no indications, either in the clinical or the diagnostic logs, that any of the 6 pumps ever shut off on (B)(6) except when commanded by the user pressing [on_off]. To conclude: engineering couldn't confirm the customer¿s report of the pump shutting off without audible alarm. Based on the occurrence of ¿warning charger service¿ and ¿warning replace battery¿ alarms, engineering recommends service center evaluate the power systems (including batteries) before device is returned to customer.